Manufacturer narrative:
Additional information was requested but not provided.

Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed premature battery depletion on the pacemaker. The physician elected to explant and replace the pacemaker. The patient condition was unknown.